Event description:
It was reported that the fiber cap detached inside the pt during a procedure and was retrieved. The joule count on the fiber at the time of this event was not reported. The procedure was completed with a second fiber. It was reported that there was no harm to the pt as a result of this event.